Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. The suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, to be auto-cycling while in neo mode (neonatal). The issue occurred during patient use and the customer reported no patient harm is associated with this event. The customer reported the suspect device was swapped out and taken out of service. The customer reported troubleshooting the suspect device for leaks and ran calibrations, but the issue is unresolved.